Event description:
A journal article was reviewed which contained information regarding this implantable cardio-defibrillator (ICD). The device showed oversensing. The article indicated that the thresholds were modified that eliminated the oversensing. The status of the device is unknown, but appeared to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: troubleshooting the malfunctioning implantable cardiac defibrillator. A systematic approach. Card.electrophysiol. Clin. 2014;6(2):207-216. (B)(4).